Manufacturer narrative:
The device logs were provided to technical support for evaluation. A review of the logs found multiple plv alarms, which could have contributed to the observed auto-cycling. The trending data indicated that there were no significant leaks at the time of the auto-cycling event. It was also observed that the final circuit test took place on (B)(6) 2025, and the patient was put on the ventilator on (B)(6) 2025. Further analysis by technical service determined that the issue was related to alarm settings rather than a device malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device was auto-cycling while in use on a patient. Complainant did not indicate that there was any adverse effect to the patient due to this malfunction.